Event description:
The procedure initially performed was a total colon resection. During the initial procedure, the surgeon used the clips as he was going through the mesentery and did not isolate the vessel. After the procedure was completed, they irrigated and looked at each quadrant within the abdomen, everything was clear and the pt was closed. Later in the evening when the surgeon checked on the pt, pt's vital signs were down. The surgeon instructed the staff to administer fluids to the pt, pt's vitals were ok. Throughout the rest of the evening, the vital signs were still going up and down. The surgeon came in about 4:00 am and reopened the pt to explore the surgical area. The pt had blood clots and dark red blood, bleeding was occurring from arterial, transverse off the mesocolic. The surgeon stopped the bleeding by using 2.0 silk. He also found three closed loose clips, all other placed clips were secure.